Event description:
It was reported that the cardiosave intra-aortic balloon pump (iabp) was experiencing battery issues. The staff reports seeing solid amber light on battery charger when two batteries were placed in charger at same time. It is unknown under which circumstances this event occurred. There was no patient involvement; thus no adverse event was reported.

Manufacturer narrative:
The production device history record (DHR) for this intra-aortic balloon pump (iabp) was not required to be reviewed per the company standard operating procedure since the device manufacture date is greater than one year from the event date. A getinge service territory manager (stm) was dispatched to investigate. The stm tested the battery charger by placing two uncharged batteries in at same time and observed that the amber light changes to a blinking green light when the 1st battery is fully charged. The stm noted that this is a normal function as the charger only charges one battery at a time and exhibits a solid amber light on the non-charging battery while the 1st battery charges. The stm verified that the battery charger was functioning properly, then completed all safety, functionality, and calibration checks and all tests passed to factory specifications. The iabp unit was cleared for clinical use and released to the customer.

Event description:
It was reported that the cardiosave intra-aortic balloon pump (iabp) was experiencing battery issues. The staff reports seeing solid amber light on battery charger when two batteries were placed in charger at same time. It is unknown under which circumstances this event occurred. There was no patient involvement; thus no adverse event was reported.